Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Although, per the complaint details, the knee could not be balanced after the patella and cr insert were removed; thus, ¿a total joint revision¿ was required. No further information was provided. The patient impact beyond the reported patellar fracture and tka revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a poly swap. A patellar bone fracture was noticed and whil trialing the new poly, it was not possible to balance the knew. A total joint revision was performed.